Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device was examined; this showed wear and damage on the enclosure/block assembly area. The returned device tank was filled with fluid for functional testing. The tank was found to leak from the silicone tube connected to the reservoir. The tube was found to be pulled away from the reservoir. The cause of the damage was not confirmed.

Event description:
It was reported the device leaked from the tank. Issue was found during preventive maintenance; no patient involved.